Event description:
Product complaint is that the AED was used on a mannequin to characterize shock delivery. During shock delivery there was flash from the AED. Upon restart the AED would not complete the self test. AED returned in 2004. Root cause investigation determined the AED short circuited due to gold flash on the control circuit board. No patient involvement.